Event description:
It was reported that the 9600 system was delivering 22 r/min in boost when measured at top of laser aimer. According to physicist this is too high. Also reported that the c-rotation brake is sticking. No patient injury or involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Found boost to be slightly above maximum level when measured as specified for the system. Adjust boost and confirmed output to system expectations. The c-rotation brake assembly also needs to be replaced. Replaced c-rotation brake assembly. The system was tested and found to be working as intended. System placed back into service.